Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit field service engineer confirmed depth of cut; no problem found. Field service engineer completed system verification to specifications. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the date of report. Latest preventive maintenance confirmed system met specifications as per service installation record. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported vertical gas breakthrough in the patient unknown eye during lasik surgery.